Event description:
It was reported the patient experienced brain organic psychosyndrome. The patient underwent an unspecified surgical procedure. The issue resolved.

Manufacturer narrative:
Brain organic psychosyndrome.